Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event. (B)(4) was applied to capture the reportable event of surgery.

Event description:
It was reported that this patient was hospitalized due to dizziness. During device interrogation, this right ventricular (rv) lead exhibited pacing impedances greater than 3000 ohms with noise oversensing and asystole greater than 3 seconds. The device was reprogrammed. An x-ray was performed and lead fracture was confirmed under the clavicle. This patient is scheduled to be transferred to a different hospital to perform the revision procedure. This rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead will not return for analysis.